Event description:
The customer reported that prior to an unspecified procedure, the subject device exhibited reduced angulation, and an accessory problem. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator).

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (angulation problem) was confirmed. The bending angulation in the down/right/left directions were out of specification, and there was play in the up/down, and the right/left angulation knobs, due to wear of the angulation wire. The forceps elevator was not moving smoothly due to a damaged forceps elevator wire. Accessories were not being deployed properly from the forceps elevator. In addition, service found a leakage due to a pinhole in the bending section cover, the objective lens was scratched, the adhesive on the bending section cover was detached, the bending section cover was discolored, the connecting tube was bent, the image guide protector was damaged, the scope connector cover was scratched and discolored, and the suction cylinder was shaved. The right/left knob and the up/down knob were dirty, the switch box was dirty, switch button #1 was dirty, the forceps control lever was dirty, the scope connector was dirty, the universal cord was scratched and discolored, the light guide bundle was broken, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to update initial medwatch. Additional information to the initial medwatch. The customer follows reprocessing steps as per the instruction. For manual cleaning they use low foam detergent (enzymatic) and for disinfection they use glutaraldehyde 2%. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Due to a pinhole on the bending section rubber, water tightness is lost. Objective lens has a scratch. Adhesive on the bending section rubber is detached. The bending section rubber has discoloration. Connecting tube has a buckling. Image guide protector has a cut. The device cover has discoloration and a scratch. Suction cylinder is shaved. Control unit is dirty. Angulation knob is dirty. Switch box is dirty. Forceps control lever is dirty. The connector is dirty. Universal cord has a scratch, discoloration, and deformed. Due to wear of angle wire, bending angle in down/right/left direction does not meet the standard value. Due to wear of angle wire, the play of angulation knob is out of the standard value. Due to deformation of forceps elevator wire, forceps lever does not move smoothly. Light guide bundle has breakage. Light guide lens has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions were not performed completely due to the forceps elevator malfunction and leak from the bending section rubber pinhole. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer follows reprocessing steps as per the instruction. For manual cleaning they use low foam detergent (enzymatic) and for disinfection they use glutaraldehyde 2%.